Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low integrated pacing impedance. It was noted that at the time of the alert the lead was programmed to true bipolar. The lead remains in use. No patient complications have been reported as a result of this event.